Manufacturer narrative:
(B)(4). G2: foreign - event occurred in netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the during surgery drill fractured. The surgeon able to complete the surgery with another device. The device in contact with the patient. No impact to patient. No delay. Attempts have been made, and all additional information received has been included in this report.